Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert was observed for this pacemaker which was confirmed to be safety mode. Technical services (ts) could not provide a changeout window because the outputs were high. Ts recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that a red alert was observed for this pacemaker which was confirmed to be safety mode. Technical services (ts) could not provide a changeout window because the outputs were high. Ts recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this patient was experiencing higher rate pacing. The physician asked ts if there was a way to program out of safety mode in which ts confirmed no and that this device would require replacement. Ultimately, this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that a red alert was observed for this pacemaker which was confirmed to be safety mode. Technical services (ts) could not provide a changeout window because the outputs were high. Ts recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this patient was experiencing higher rate pacing. The physician asked ts if there was a way to program out of safety mode in which ts confirmed no and that this device would require replacement. Ultimately, this device was explanted and replaced with a new device. No additional adverse patient effects were reported.